Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
This event was a revision surgery due to pain. The primary surgery used the easytech anatomic system. During the revision surgery, the surgeon was explanted the ø36 glenosphere and the ø 36+6 135/145 humeral cup and replaced them by a new ø36 glenosphere and a new ø 36+6 135/145 humeral cup.